Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was left in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The surgical time was extended for 2 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No evidence of blood was observed on the device. The delivery device was returned outside the loader. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. Device measurements were taken. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the (B)(4) corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was left in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The surgical time was extended for 2 minutes. The hospital did not report any patient effects.